Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) with hypoglycemia. The patient's blood glucose levels dropped to 17 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include disorientation. The pod was removed in the ER and patient was treated with "sugar water". She was released after spending 12.5 hours in the ER.